Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as broken and red pressure sores. There was no alleged device malfunction contributing to the irritation. The patient¿s nurse applied an ointment and patient's physician temporarily removed the lifevest for the skin irritation. Follow up indicated that the skin irritation improved.